Manufacturer narrative:
This device was used for treatment, not diagnosis. Implant, explant dates: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the device history records review revealed that the measurable dimensions of the returned drill bit were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Based on the provided details we are not able to determine the exact cause of this occurrence. Nevertheless, a manufacturing related condition can be excluded and it is likely that high applied forces, possible metal collision or the drill bit got caught up in the drill guide if it was inserted on a slight angle it what led to this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a scaphoid orif procedure the cannulated drill bit broke at the tip. The drill bit was reportedly difficult to get through the drill guide and the tip of the drill bit "fractured" in the patient's bone. The reported was not sure if all broken pieces were retrieved but all fragments retrieved will be returned. Surgery was completed satisfactorily with the 2nd drill bit from the set. No delay to procedure. No adverse event to patient . This is report 1 of 1 for (B)(4).